Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation did not confirm the reported condition of a flow stoppage. The root cause could not be determined. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.

Event description:
The facility representative reported an infusor sv 2 device which stopped delivering during patient use. The patient was to receive 4024 milligrams of 5-fluorouracil in 92 milliliters normal saline from the device through an implantable chest port. The device was attached at the facility and the patient was sent home. One day after therapy had begun, the patient reported feeling nauseous and vomiting and was instructed to return to the facility. The patient was provided with 500 milliliters/hour of an unknown hydration solution through the chest port via a y-site (bard product, huber needle set "safe step", no product code or lot number available) to treat the nausea and vomiting and was again sent home. The customer returned to the facility the following day, and it was observed that the volume of 5-fluorouracil solution remaining in the reservoir of the infusor device had not changed since the patient received hydration the previous day. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported that the proximal tip of the device broke off during the procedure. The tip did not fall into the patient and no patient injury was reported. Another saw blade was used to complete the procedure.